Event description:
It was reported that the medium-large clip applier instrument had an exposed wire by the jaw of the instrument. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.